Event description:
The manufacturer received information alleging a patient was experiencing black residue in their mouth after using the ventilator. The patient expired in december. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient was experiencing black residue in their mouth after using the ventilator. The patient expired in december. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a patient was experiencing black residue in their mouth after using the ventilator. The patient expired in december. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.